Event description:
A user facility reported to olympus, that the evis lucera gastrointestinal videoscope switch number one (1) was broken. The event occurred during an unknown procedure. It was reported that the procedure was completed using similar device with no delay. Upon inspection and testing of the customer returned device, the foreign materials were found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, nozzle not deformed, and foreign materials in nozzle, and could not be removed by engineer, so the engineer did not know what the foreign materials were. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the foreign object and the cause of the foreign object clogging the air/water nozzle were unable to be identified. It was confirmed that the customer followed instructions for use when reprocessing the device. Olympus will continue to monitor field performance for this device.